Event description:
It was reported that this device had a battery depletion error. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The pulse generator has been implanted greater than seven years. The doctor elected to explant and replace the pulse generator. This was done successfully. There were no additional adverse patient effects.